Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006, in which a taxus liberte stent, unk size was placed in the left anterior descending (lad) artery. This procedure was completed at another hospital in a foreign country, therefore, further information regarding the initial procedure is not available. In 2006, the patient presented with a total thrombotic occlusion of the taxus liberte stent. The thrombosis was treated by placing a taxus liberte 4.0x16mm drug eluting stent in the lad. Additional information regarding this event has been requested. This product is only ous approved, bu it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.